Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that every time they put the recharger paddle on their back to charge the implanted neurostimulator, the paddle would get really hot no matter how they had it on or how short they put it on. When asked for the event date, patient stated that it was probably three or four months ago and that the issue progressively got worse. Patient stated that they spoke with medtronic representative, who thought that the wires in the paddle were touching or crisscrossing. Patient also provided their correct date of birth and an updated address. Agent reviewed information. An email was sent to the repair department to replace the recharger. Agent sent an email to patient registration to update the patient's date of birth and address on file. No symptoms were reported. On (B)(6) 2024: patient (pt) called back stating they received the package but it had a carrying case with no recharger inside. Reviewed to look on the side of the case. Pt was able to locate the recharger.

Manufacturer narrative:
The device with product ID 97755-s serial# (B)(6) was received for product analysis. Analysis found the recharger antenna failure specifically poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.